Event description:
It was reported that a spectrum infusion pump had an "air detector fault". It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported "air detector fault." Evaluation found the j2 connector not securing in the upstream sensor flex, which cause the reported symptom. The company was properly secured in the upstream sensor to correct this condition.